Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue of increased intra-peritoneal volume (iipv) event was confirmed in the event log as a drain volume of 5291 ml (3967 ml + 1324 ml) during dwell 2 of 4, but was not duplicated during pal evaluation. A cause was undetermined. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) the drain volume was 5284ml but she never felt overfilled. The technical service representative (tsr) reviewed the programming: fill volume 2500ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.